Manufacturer narrative:
The manufacturer's quality records demonstrate that adequate product sterilization was achieved prior to product release.

Event description:
User facility reporter a patient presented to the emergency room with a high fever and pain post-op, noted to have signs/symptoms of sepsis and was admitted for intravenous antibiotics and supportive care. No uterine perforation was detected. During course of treatment, she was found to have an abnormal gallbladder which was removed. Patient is recovering.